Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The clinician used a manometer to check the pressure setting of the valve before implanting it. He said the valve was not slowing properly. Surgeon completed procedure by using another valve. No delays, no adverse reported.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a followup report will be submitted.

Manufacturer narrative:
Updated UDI: (B)(4) device evaluation. Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The valve is a precision valve with 1 dot. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes over the needle guard. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-5461, with lot ctlb9y, conformed to the specifications when released to stock on 14th october 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.